Event description:
Per the clinic, the patient experienced recurring infections and skin overgrowth at the abutment site. The patient underwent a procedure on (B)(6) 2015, to remove the abutment. The fixture remains in situ.

Manufacturer narrative:
(B)(4). Implanted device remains.